Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 unopened pouches. Analysis and results: there are no previous complaints of the same reference-batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tightness test to the two closed samples received has been performed and the units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Monosyn biocompatibility has been tested in numerous experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. There are risks (side effects) associated to the use of monosyn suture, which are typical for any (absorbable) suture and which are mentioned in the instructions for use of monosyn: "side effects: as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally". Final conclusion: complaint is not justified. Although the results of the closed samples received fulfills the OEM requirements. Note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. A credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany the thread is shifting which causes a scar.